Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to close foot was not confirmed as the foot deployment and retraction were verified via manually by opening and closing the lever. The reported displacement/foot break was not confirmed. The reported loss of arterial access could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to loss of arterial access include, but not limited to, device not pulled gently back to position the foot against the wall or use of excessive force. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. Factors that may contribute to foot break and needle to cuff miss include, but not limited to, needle defection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using a proglide device after an interventional electrophysiology ablation procedure with a 7f sheath. Reportedly after confirming blood flow within the marker lumen, the footplate was opened; however, as the device was lightly pulled back to apply tension against the inner vessel wall, the device came out of the anatomy. The footplate appeared displaced, but was not separated. Outside of the patient, the physician attempted to close the footplate using the lever, but the footplate would not fully close. It was confirmed there was no vessel damage. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.